Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a smart touch bidirectional and suffered a cardiac tamponade which required pericardial drainage. The patient¿s medical history is unknown. There is no further information about the hospitalization. The procedure was completed successfully. The patient was reported as fully recovered at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that was unknown whether the event occurred during ablation or other manipulating phase. There were no anomalies on the catheter before inserting and during the procedure. Settings during the event include: power settings of 30 watts, contact force of 20 grams with 40 seconds of duration. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products used: product name: carto® 3 system, us catalog #: fg540000m, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7002, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that a patient, underwent an atrial fibrillation procedure with a smart touch bidirectional and suffered a cardiac tamponade which required pericardial drainage. The product was discarded, therefore no product failure analysis can be conducted and no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # 16082740m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)